Manufacturer narrative:
B3. Date of event. Selected as (B)(6) 2026, as the event date is unknown. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The event history log (ehl) was reviewed. The alarms related to primary audible alarm bgnd test, primary audible alarm post were noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant could not be confirmed and the probable root cause could not be identified.

Event description:
It was reported that the syringe was not dispensing even though the pump indicated that it was. The event occurred during monitoring. There was patient involvement and no harm.